Manufacturer narrative:
Concomitant medical products: product ID: 3391s-40, lot# va0dm6m, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that an elective replacement indicator (eri) message was seen on the day of this report. The reporter stated that the patient had been implanted two months prior to this report and the reporter had been told that the implantable neurostimulator (ins) should last two years. It was noted that the patient had seen the health care provider (hcp) two days prior to this report and something had been changed. The reporter stated that the day prior to this report, she had thought ¿something was wrong and something felt like before surgery.¿ it was noted that there was a loss of therapeutic effect. It was noted that a voltage of 7 had been used for the past two weeks. It was also noted that the patient had not had any falls or traumas. Further information has been requested; a supplemental report will be submitted if additional information is received.